Event description:
Additional information: it was reported that the patient was volume overloaded on exam on (B)(6) 2019. The patient had abdominal distention and weight gain. On (B)(6) 2019, lasix was increased to from 40 mg to 80mg intravenously. Lasix was stopped on (B)(6) 2019. On (B)(6) 2019, the patient was transitioned to oral torsemide 20mg orally at home. The patient was discharged on (B)(6) 2019.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 1 year, 11 months, 19 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient presented to the emergency department with complaints of shortness of breath and black tarry stool. The patient's hemoglobin levels were measured to be 4.7 g/dl and inr of 4.32. On (B)(6) 2019, the patient received 3 units of packed red blood cells (prbc). The patient was transferred to the coronary care unit (ccu) and transfused with 2 units prbcs. A egd (esophagogastroduodenoscopy) was performed on (B)(6) 2019 and no active bleeding was noted. Signs of gastritis were seen during the egd. On (B)(6) 2019, the patient was transferred out of the ccu. The dosage of coumadin and aspirin was reduced. No further information was reported.